Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24oct2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that an error occurred when the device was in use. (Error code #1008 -machine and proximal pressure sensors failed) there was no patient harm.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/01/2018. The customer reported swapping out solenoids 2 and 4 and then receiving no further errors. The device passed all service testing and was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.